Event description:
Presented with anterior sinus tachycardia segment elevation myocardial infarction (stemi). Following passage of thrombus filled left anterior descending(lad), multiple attempts to remove clot with "export catheter" and possis angiojet. Lad was predilated with 2.5x15mm sprinter at 8-10; second porwater wire placed in diagnol vessel 1(d1) and using kissing stent technique a 3x23 drug eluting stent (cypher) was placed in vessel designation (d1) and a 3x18mm drug eluting stent (cypher) placed in lad. There was classification 3 thrombolysis in myocardial infarction (timi-3) flow and no residual stenosis at case completion. One month later, patient represented with anterior stemi after missing 4 days of plavix; catheterization finding was subacute thrombosis.